Event description:
Medtronic received information via literature regarding a 47-year-old male patient with a history of subacute endocarditis who underwent surgical implantation of three medtronic hancock ii bioprostheses thirteen years previously (23-mm aortic replacement, 29-mm mitral replacement, 31-mm tricuspid replacement; unique device identifier numbers not provided). The patient was hospitalized with chest tightness and lower extremity edema. Echocardiography showed stenosis of all three replacement bioprostheses with aortic regurgitation and high transvalvular gradients across all three positions. The patient underwent transcatheter valve-in-valve (viv) replacement of the failed hancock bioprostheses using non-medtronic bovine bioprostheses. Post-procedure computerized tomography (CT) and transthoracic echocardiography (tte) showed no evidence of left ventricular outflow obstruction nor valve insufficiency. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: feng d.; et al. Simultaneous transcatheter aortic, mitral and tricuspid valve-in-valve implantation. Eur heart j. 2022 feb 3;43(5):433. Doi: 10.1093/eurheartj/ehab339. Pmid: 34387684. Online publish-ahead-of-print 13 august 2021. Earliest date of publication used for date of event. Medtronic products referenced: hancock ii (PMA# p980043, product code: dye). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.